Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded 225 units of insulin and the insulin gauge displayed 170 units. Customer reloaded the cartridge and received an accurate fill estimate. Customer's blood glucose level was 165 mg/dl.